Manufacturer narrative:
(B)(4). Batch # m54495. The analysis results showed that one long60a device was returned with no visual non-conformances and with an ecr45b cartridge reload present. The reload was noted to be unfired and in good visual conditions. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon was using the device with a gst60b reload for the fifth firing of the sleeve. The stomach tissue was quite thick and there was a seam guard on the device. When he tried to fire the device, the gray firing trigger was not able to be pulled plastic to plastic for first firing. He also could not open the jaws of the device, so we used the reverse button. We opened the device off tissue and inspected the device to see if maybe the driver was pushed forward. Once the device was off sterile field, we looked at the device and there was no significant sign of pre-firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.